Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side capsular contraction, baker grade unknown. The device remains implanted.

Event description:
Healthcare provider later reported rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: crease sharp broken on posterior and radius, missing shell (0-25%), stress marks, wear abrasion and crease fold. Base on the device analysis the final assessment is: pattern of crease sharp on posterior and radius side of broken shell assessed as fold flaw opening. Missing shell assessed as inconclusive.